Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) showed early battery depletion. The right atrial (ra) lead thresholds were noted to be high, and this was suspected to be the reason for the early battery depletion. The ipg was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.